Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged modular cable could not be confirmed through this evaluation. Additional information communicated on 24mar2021 indicated the modular cable (lot # 195678) was exchanged to a new module cable (lot # 7000383) regarding the damage. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the modular cable (lot # 195678) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for hm3 modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. Modular cable lot # 195678 was shipped in the implant kit of mlp-007660 on 24sep2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts were made to obtain patient age, date of birth, and weight, but no further information was provided.

Event description:
Related manufacturer report number: 2916596-2021-01763. It was reported that the patient was experiencing power cable disconnects on the black controller connection with both battery and wall power. There was damage to the driveline between the controller and modular cable connection (taped burn damage). The log file did not contain any power cable disconnects. The controller and the modular cable were replaced.